Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) developed pneumonia post implant, which, was associated with fever. Additionally, the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr), which, resulted in delivery of inappropriate anti-tachycardia pacing (atp) and shocks in more than a single episode. Programming changes were made to increase the tachycardia therapy zone detection rates. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.